Event description:
Customer stated that the right intermediate siderail is loose and hard to latch.

Manufacturer narrative:
The tech found the rail loose and mounting bracket and arms bent. He replaced arms and mounting plate with kit and hardware to resolve the issue. No report of pt or staff impact.